Manufacturer narrative:
Update 8/11/18 - we were notified that this file should not have been reported. This product is not approved in the us at this time. This file was opened in error.

Event description:
After an implantation time of about 22 months, an increase in the pacing impedance was reported. The lead was completely extracted and replaced.